Event description:
It was reported that while attempting to intubate the patient, the connector was missing and the patient had to be reintubated. There was no injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used unit was received for evaluation. The blue connector was observed to be missing from the tracheal tubing. The blue connector is not bonded and is removable. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The complaint of missing connector can be confirmed. However, when and where the connector was lost cannot be determined.